Event description:
Pt admitted s/p left total knee arthroplasty. They had complaints of left knee pain, this had gotten continually worse since may of last year. X-rays showed deformation of the medial tibial plate and complete loss of polyethylene spacer and the medial compartment. They were admitted at this time for revision of left total knee arthroplasty.